Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the physician used a versacross connect (vc) with the faradrive, crossed the septum without any difficulty, went to cross the septum with the sheath/vc dilator and he was not able to advance. When images under intracardiac echocardiography (ice) & fluoro were checked, there appeared to be no visual discrepancies or anything out of the ordinary. The sheath/dilator was removed, the white dilator that came in the faradrive pack was inserted to dilate the septum in hopes the sheath would then cross easily but this was not the case. A new sheath was pulled, flushed, and crossed the septum with no difficulties. The procedure was completed successfully. The device is expected to return for laboratory analysis.